Event description:
New information received indicates that additional post paced t wave oversensing occurred. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). Programming changes were discussed, the physician elected to monitor the patient as it was an isolated event. There were no patient consequences.